Event description:
Patient spontaneously reports pump (B)(4) will alarm no disposable pump, won't run 2-3 times a day. They take care to make cassette is attached and aligned correctly. Sent patient replacement pump. No other information available. 2.5 mg/ml. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Reported to (B)(6) by: patient/caregiver.